Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian that the patient's blood glucose rose above 300 mg/dl while wearing the pod between 5 and 24 hours, on the infusion site (unspecified). It was reported that the pink slide did not move forward. Upon removal of the pod, the cannula was visible and appeared normal.